Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient outcome as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. It was reported that the patient expired on (B)(6) 2021. The cause of death was not reported by the hospital due to general data protection regulation (gdpr) rules. An autopsy was not performed. It was also reported that the patient death was not considered device related, and the device had operated as expected. It was reported that heartmate 3 lvas, serial number (B)(6) , was not explanted and would not be returned for evaluation. The heartmate 3 lvas IFU lists potential adverse events, including death that may be associated with the use of heartmate 3 left ventricular assist system. The relevant sections of the device history records for mlp-004857 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported the patient passed away. The cause of death and whether the outcome was device or therapy related was not provided.